Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a floseal package was opened dirt was found on the syringe. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the actual sample with the naked eye. A sticky residue was observed on the outside of the luer connection of the sodium chloride syringe that appeared to be unused. The sticky residue was also observed on the outside of the sodium chloride syringe pouch, which was opened. The reported condition was verified. The cause of the condition could not be determined. In addition, 10 retention samples were evaluated with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.